Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed for suspected disconnection of the camera head. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: image defect, charged coupled device malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was suspected a disconnection. The event occurred during reprocessing. There were no reports of patient involvement.